Manufacturer narrative:
(B)(4). Event is still under investigation.

Event description:
The cxi support catheter was to be used for stent placement in the cto (chronic total occlusion) lesion of the cia (common iliac artery), approached by the ipsilateral approach from the cfa (common femoral artery). However, the complaint device did not pass through the lesion and created dissection there (in the wall of the cia). (Info was provided that was difficult to see the marker on the cxi and it migrated to false lumen, therefore, creating the dissection.) Add'l info provided (B)(6) 2015: as the dissection was not severe and it was in the same area where the physician planned to place the stent, the physician determined to perform the stent placement as planned. The complaint device was replaced with another manufacturers catheter, with which; the lesion could be passed through and the stent was placed successfully. No images will be provided. There have been no adverse effects to the pt.